Event description:
Information received by medtronic indicated that the inpen had issue to push the insulin . Customer reported that dose dial was not misaligned. No harm requiring medical intervention was reported. The customer will continue the use of device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.